Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the glass cap shows minimum sign of usage with mild devitrification and contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 40,519 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire straight out of the fiber. The fiber was replaced and the procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.